Event description:
End user states: the m61 we sold her is a lemon. The seat and chair has needed to be adjusted several times for her since she bought the chair. The dealer claims it's because of her abuse. The joystick has been replaced because the chair was driven in the rain. End user claims she was in the rain for 15 seconds. The dealer said it was very wet inside and appeared to have been in the rain much longer. The rear casters and swing arms had to be replaced because the arms got bent and casters were damaged. End user said it happened during normal use and maybe from her ramp because it is a little bumpy. Dealer said it looked like she had been dropped the chair from her lift. The battery harness was defective and was causing the batteries to lose a charge quicker than normal. The dealer confirmed it was defective harness and replaced the harness under warranty. Now the battery is loosing a charge quicker than normal again. The chair is outside the warranty and the dealer, who said they have been out to help this end user 21 times now will not charge the end user any fee, the end user is fine with this but wanted to make sure we knew she was not happy and would not be getting another invacare chair. She would like a call back from our quality team as well.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1125085 rv j, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Spoke with (B)(6), end user. Went through each complaint with (B)(6). There is no record, no notes about seat adjustments. (B)(6) was caught in a rain storm and the damage was substantial to the joystick. The casters and arms had to be replaced as there was a 1" mark to the bare metal, she obviously hit something, or dropped it off of the van ramp as it was not secured properly. Both harnesses, batteries and cables all needed to be replaced in (B)(6) 2012. Per (B)(6) has put in the wrong batteries; they put in 32 amp when it should have been 35amp. The wheelchair was purchased by the (B)(4) rehabilitation, she has never had any out of pocket expense. She is now looking at purchasing a new one through (B)(6) with medicare as her payer this time. Through all of this she has never reported any injury to herself or damage to her property. No RMA issued.